Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4) convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "states plastic top to barrier came off and cut stoma about half inch cut and 3 to 4 mm deep. States plastic was stuck inside the cut after removing." Will discontinue use. Sending eakin barrier to try.